Event description:
Customer reported a channel disconnect occurred during an infusion of a vasopressive medication on an unstable critically injured pt. The user continued to "bang" the device in order to restart the infusion until the system could be replaced. Customer did state that corrosion can be seen on the iui connectors on the two devices that were attached to the left side of the pc unit (channels a and b). Customer was uncertain if the devices had been cleaned recently. No pt harm reported (no change to pt's vital signs) or medical intervention required. Although requested, no add'l pt or event info provided.

Manufacturer narrative:
(B)(4). The pump module has been received, but the eval has not yet begun. A f/u report will be submitted when the failure investigation has been completed.